Event description:
Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was below 240mg/dl. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect their cannula for any damage. Tandem technical support discussed different causes of occlusion alarms and the customer alleged there was an underlying issue with the pump causing the occlusion alarms. The customer performed a test bolus while disconnected and an additional occlusion alarm was received during bolus delivery.